Manufacturer narrative:
Concomitant products: product ID addrl1 ipg, implanted: (B)(6) 2010.

Event description:
It was reported that a remote transmission showed a lead warning and low impedance measurements. In addition, there was noise on the atrial high rate electrograms. It was noted that there had been atrial lead warnings since 2012. The lead has been programmed unipolar and remains in use. No patient complications have been reported as a result of this event.